Event description:
During testing after completion of preventive maintenance service, the manufacturer's service technician reported the device went vent inop due to a data acquisition pcba adc reference failure. The service technician replaced the data acquisition pcb board to address the reported problem. Applicable final testing was completed and tests passed to operating specifications. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.